Event description:
It was reported that while using (B)(4) the system is leaking. The following information was provided by the initial reporter the system is leaking which is stopping them from doing a long clean.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ plus ruo the system is leaking. The following information was provided by the initial reporter the system is leaking which is stopping them from doing a long clean.

Manufacturer narrative:
H.6 investigation summary: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto plus ruo, part # 658310, serial # (B)(6). ¿ problem statement: customer reported complaint regarding leakage. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19sep2021 to 19sep2022. ¿ complaint trend: there are 6 complaints related to the reported issue. Date range from 19sep2021 to 19sep2022. ¿ manufacturing device history record (DHR) review: DHR part # 658310 serial # (B)(6), file # 658310-658310-v657338000210-100820030-15 and 657338-657338-v657338000210-100809480-15, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak could not be determined. The customer reported a complaint regarding the system is leaking which is preventing them from doing a long clean. The quick connects around the facs clean look intact. However, due to no customer response to the service quote, there is insufficient information to determine a root cause and the case was closed. No one was harmed or injured and no patient was treated from incorrect results. ¿ service max review: review of related work order #: na, case # 01801931. Install date: 22oct2015. Defective part number: na. Case comments: o (9/19/2022 6:30 am) the system is leaking which is stopping them from doing a long clean. The quick connects around the facs clean all look in tact. O (9/19/2022 6:30 am) is instrument assurity link n. Customer problem: the system is leaking which is stopping them from doing a long clean. Steps taken with customer/ troubleshooting: the system is leaking which is stopping them from doing a long clean. The quick connects around the facs clean all look in tact. Next steps (if necessary): quote and po required are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes fill out check list)? Y. Resolution achieved? N. Follow up required? Y. O (9/19/2022 9:51 pm) reviewed, pending quote/po response. O (10/27/2022 5:47 pm) customer has not responded back to the service quote, closing case. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part #338942ra, rev. 09/vers. H, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O ID: 3.1.12. O hazard: potential leakage. O cause: potential lack of workmanship during assembly. O harmful effects: potential biohazard exposure. O residual probability: 1. O residual severity: 4. O residual risk index: 4. ¿ root cause: based on the investigation results the root cause of the leak could not be determined. ¿ conclusion: based on the investigation results, the root cause of the leak could not be determined. Due to no customer response to the service quote, there is insufficient information to determine a root cause and the case was closed. ¿ supporting document: n/a 2916837-2022-00270-1.